Event description:
It was reported that the device was not recognizing the syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the top case was cracked lower left corner. During inspection, the reported problem was verified; the calibration was out of spec. The root cause of the reported issue was found to be the tapered barrel clamp spring slipped over the collar into where the barrel clamp slide is. Replaced barrel clamp tapered spring and rod as a preventative measure.